Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm5_12.6 implantable collamer lens of -12.0/+3.5/71 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2024. On (B)(6) 2024 the lens was exchanged with a shorter length lens due to excessive vault the problem resolved. The cause of the event was reported as unknown.